Manufacturer narrative:
Product complaint # pc-000558214 depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Implant & explant dates provided for reporting complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated information provided for reporting investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..

Manufacturer narrative:
This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision surgery to remove the broken cannulated trochanteric femoral nail advanced (tfna) nail due to nonunion. The tfna nail was implanted on (B)(6) 2019. The nail broke sometime in the recent past and the screw was broken prior to removal. It is unknown when it broke. So, a revision surgery was needed to remove the broken nail, and new implantation of a femoral recon nail. It broke into two solid pieces which were both removed. There was a helical blade and 2 locking screws removed with the nail of unknown length. Procedure outcome was unknown. There was patient consequence. Concomitant device reported: unknown tfna helical blade (part # unknown, lot # unknown, quantity # 1), unknown locking screws (part # unknown, lot # unknown, quantity # unknown). This is report for 01 of 01 of (B)(4).